Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right atrial (ra) lead was explanted due to a product performance issue. This lead was successfully explanted and replaced. No additional adverse patient effects were reported outside the revision procedure. This product has not been returned.